Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Harbiyeli 2022 ¿ technical performance, overall accuracy and complications of eus-guided interventional procedures: a dynamic landscape. Ce-eus was performed using the above-mentioned ultrasound systems with the patients under propofol sedation. Once the lesion was confirmed using the b-mode, the microvascularization was evaluated over 2 min after intravenous injection of the contrast agent (4.8 ml sonovue, bracco, milan, italy), followed by flushing with 10 ml saline solution. The solid pancreatic lesion enhancement and intensity were compared with the adjacent parenchyma and was classified as hypervascular, isovascular or hypovascular during both arterial and venous phase. The ce-eus criteria used for labeling the pancreatic cysts were: cystic wall size, presence/absence and the size of mural nodules, presence/absence of calcifications, wirsung duct enlargement, the presence/absence of contrast enhancement in the cystic wall and cystic septae. The set-up for exposing the cystic lesion was a low mechanical index and gain. The mechanical index was set up between 0.1 and 0.2, while gain was adjusted to lowest levels in order to avoid tissue signal.. The viable tissue of solid formations was punctured post-contrast with the avoidance of necrosis areas. For cysts, the septae or wall nodules were punctured if displaying a contrast enhanced signal. This file captures 1 case of abscess. Surgery = s4. Patient info:2935 patients. Patient inclusion criteria included the following: (1) age 18 years, (2) a gi lesion. Detected by at least 1 imaging modality, (3) the patient provided informed consent. The mean age was 58, female to male ratio 1:2.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-jul-2023.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, (ifu0101) which informs the user about the potential adverse events associated with gastrointestinal endoscopy: acute pancreatitis, allergic reaction to medication, allergic reaction to nickel, aspiration, cardiac arrhythmia or arrest, damage to blood vessels, fever, hemorrhage, hypotension, infection, pain/discomfort, perforation, peritonitis, respiratory depression or arrest, tumor seeding (through the needle tract). There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause for abscess could be attributed to the use of the device and/or the fna/fnb procedure in general. As per the IFU potential complications include infection. " potential adverse events associated with gastrointestinal endoscopy: acute pancreatitis, allergic reaction to medication, allergic reaction to nickel, aspiration, cardiac arrhythmia or arrest, damage to blood vessels, fever, hemorrhage, hypotension, infection, pain/discomfort, perforation, peritonitis, respiratory depression or arrest, tumor seeding (through the needle tract)." However there were 3 types of fna needles being used including cook fna needle. It was unclear which needle had actually caused the abscess. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the initial reporter there was, one case of abscess. Confirmed quantity of 1 device, confirmed used. Investigation findings conclude that a possible root cause for abscess could be attributed to the use of the device and/or the fna/fnb procedure in general. As per the IFU potential complications include infection. According to the initial reporter, the patient outcome was surgery. Complaint is confirmed based on customer and/or rep testimony.